Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed. A field service engineer replaced both slide railings on auxiliary full height drawer 7 and installed new slide bumpers on the main drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 7 continued to fail repeatedly and might require replacement or adjustment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.